Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old male was implanted with an impella cp device for mechanical circulatory support due to percutaneous coronary intervention to address mitral valve disease. While on support, the patient experienced low pump flow. The pump was left in place due to the patient¿s aortic stenosis. The patient remained stable throughout the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.